Event description:
Site prepped with alcohol and betadine prior to placing 24 gauge device in left cephalic vein. No problems noted with IV site during ivig, carimune 6% (30 gram dose), infusion in 2008, nurse flushed with ns & 1:10 heparin post-infusion to maintain line for 2005, infusion. IV used for ivig infusion 2008, pt complained of mild pain at IV site approx 1.5 hours prior to completion of infusion. No redness or edema noted, IV used for completion of infusion, then discontinued. Pt contacted nurse approx 10 pm in 2008, to report a red streak running up her arm from 1" above the IV insertion site, which continued to increase in length and extended up to her elbow. Pt evaluated in ed and instructed to apply warm compresses every 2 hours. Patient complained of increased pain in 2007, streak resolved, but was seen by md for pain, but an ultrasound for r/o dvt and started on p.o. Antibiotics. No dvt, pain resolved after a few days.

Manufacturer narrative:
The sample is not available because it was discarded by the hospital. Upon completion of the no sample investigation, a supplemental report will be submitted. Date submitted: 31 january 2008.